Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and high force values readings were observed on the carto 3 system even when the catheter was not in contact with anything. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. There was no patient consequence and this issue is not considered to be a reportable event. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During evaluation on (B)(6) 2018, scanning electron microscope (sem) test results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole on the pebax is considered a reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on (B)(6) 2018 and has reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and high force values readings were observed on the carto 3 system even when the catheter was not in contact with anything. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. During returned product evaluation on 5/24/2018, scanning electron microscope (sem) test results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole on the pebax is considered a reportable malfunction. Product evaluation summary: it was reported that high force values readings on the carto 3 system even when the catheter was not on contact with anything. The catheter was re-zeroed unsuccessfully. The device was visually inspected, and reddish material was found under the pebax. Magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).